Event description:
Event took place in (B) (6). According to end-user's narrative, the tip was overloaded, bent and broke within the bone. "The pt has been x-rayed and it has been decided that the best course of action is to leave the trokabone tip in the patient as it was lodged within the bone."

Manufacturer narrative:
Event took place in (B) (6). No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the current device history record and the raw material history files as well as post market surveillance showed no recorded quality problems or rejections related to this incident. Based upon investigational efforts and upon the end users narrative, the incident is evaluated to be a user error. This file is considered as closed. The device involved is requested from customer.